Event description:
It was reported that the display of a pump became increasingly blurry, affecting the customer's ability to interact with or read the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the pump was under warranty, and verified the shipping address. The customer was instructed to switch to multiple daily injections to ensure uninterrupted insulin delivery and to place the pump in storage mode before returning it with a pre-paid label within ten days, which the customer understood and acknowledged.